Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. On the day after the onset, the patient was hospitalized for the peritonitis event. On the same day as being hospitalized, the patient began treatment with ceftazidime and cefradine (routes, doses, frequencies, and durations not reported) for the peritonitis event. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4) . Study title: a(B)(6). Type of study: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis protocol number: (B)(4). Site number: (B)(4). Subject number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2014 treatment for the peritonitis was switched to vancomycin (dose, frequency and route not reported). The patient was reported to be discharged on (B)(6) 2015 and had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.